Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the thumb press. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the thumb press. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in and open poly bag from lot # 7142871. Customer states that the syringe was without the thumb press. The returned syringe was examined and exhibited a broken thumb press and a crushed plunger cap. The crushed plunger cap could have caused the broken thumb press. Sample was forwarded to manufacturing (holdrege) on 21sep2018 for further review. On 25sep2018 holdrege received one (1) 0.3ml syringe in an opened polybag from batch#7142871. It was decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe aa during the visulal inspection, similar findings to those documented during initial investigation at bd franklin lakes were noted. The plunger cap was crushed, and showed same cut that the perf knife does when making the perforation on the bags and the plunger exhibited a broken thumb press. Possible root cause: the syringe could have got caught in the packaging machine sealing bars or the perf knife when it makes the perforation on the bags and broke the thumb press. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were two notifications [200706680, 200707042] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for missing thumb press on lot # 7142871. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.